Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module, blower motor and sensor board. The active exhalation control module, blower motor, and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to contamination. The blower motor and sensor board were evaluated and were found to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator was alarming for low pressure. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of contamination. The blower, sensor board, active exhalation control module, and flow sensor assembly were replaced to address the issue.